Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges that the infusion device was delivering inaccurately. Her high blood glucose results were resolved by switching to a loaner device. No adverse event reported. A request was made for the return of the device.